Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes. The customer¿s blood glucose was 294 mg/dl when he went to hospital. The other relevant blood glucose level was 256 mg/dl and 294 mg/dl. The customer declined troubleshooting for high blood glucose. Troubleshooting was performed for battery out limit and noticed that the insulin pump alarmed after battery change. Troubleshooting was continuing for failed battery test and noticed that they did not receive failed battery test. The insulin pump will not be returned for analysis.